Event description:
Caller (pt's mother) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011 inratio2: 5.6, lab: 2.9 pt's therapeutic range: 2.5-3.5 inr. Pt was experiencing high levels of bruising and bleeding over the last two weeks prior to testing on the inratio2 meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio2: 5.6, reference: 2.9, mean: 4.25, confidence limits: 2.4-6.1. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, pt is under the age of 18. Per package insert, under precautions and warnings, "testing has been limited to subjects age 18 and older". (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code 62935 with brick lot #237418, which was split into two different lots (247451 and 247450). (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.